Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and found that the canula was not found when removing the sensor. The customer was actively bleeding. The customer was educated on the proper method of inserting the sensor and was shipped new sensors. No further information was provided.